Manufacturer narrative:
The pump passed the self test and the displacement test. No unexpected software error detected alarm, the motor arm cannot communicate with the main arm, or an unexpected hardware reset occurred alarms noted during testing however, the formatted history file confirmed software error detected alarms (line number 65535 file number 64703) and (line number 16386 file number 45912), the motor arm cannot communicate with the main arm, and an unexpected hardware reset occurred alarms, fault isolated to the electronic assembly.

Event description:
Customer reported via phone call that the insulin pump had multiple pump error alarm. Customer's blood glucose level was unknown at the time of the incident. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer stated fill cannula was recorded in daily history. The device will be returned for analysis.